Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14344 and the data files were returned and analyzed. The catheter smart chip data showed the balloon catheter was used for 12 applications on the date of the event. Pressure testing was performed with the balloon catheter and an inner balloon burst was observed. Dissection of the balloon segment identified complete separation of the balloon material. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.322 inches proximal to the catheter tip. Furthermore, the guide wire lumen was twisted from 0.734 to 1.769 inches. The data files were reviewed and system notice #(B)(4) ¿the safety system has detected a compromised outer vacuum¿ during the last two applications before catheter. Replacement. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.